Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g3; h2; h3; h6. D10: item # 00-2490-003-51 lot #62859637 long cm lag scrw retain shaft. Item # 00-2490-003-50 lot #64495544 long cm lag screw inserter. Item # 47-2493-381-11 lot #3134388 z nail cpm 11.5mm x 38cm 125 l. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Event description:
It was reported that it was noted during a revision that after the locking screw removal, we were unable to remove the head screw from the nail and consequently the nail itself. The screwdriver could not, in any case and after several attempts, be fixed on the cephalic screw in place. The surgeon had a good vision of the screw and it had been cleared of any bony elements that could interfere between the screw and the screwdriver. Attempts have been made and additional information on the reported event has not yet been provided.

Manufacturer narrative:
(B)(4). D10: unknow item #, unknow znn long trochanteric nail, lot #: unknown. G2: report source france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.